Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door was failed to open. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not opening. A field service engineer performed a remote fix to address a medication jam. The jam was successfully cleared, and the customer confirmed that the system was operating properly. The system functioned as intended after the field service engineer troubleshot the device.